Event description:
It was reported that a 43-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient reported she experienced a deflated left breast implant. A consultation with a medical professional has not been conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 24, 2023, mentor received the following additional information. An updated implantation date was provided as (B)(6) 2014. The patient was unhappy with the shape, laxity, and low position of her breasts. A consultation with a medical professional has not been conducted, and she was diagnosed with a deflated left breast implant, bilateral breast ptosis, and bilateral device malposition. As an event was reported for the contralateral device, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-09406 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2023, mentor completed a reevaluation of the device per the aforementioned additional complications. The following has been added to the evaluation. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2023, mentor was notified that the patient was scheduled for removal on (B)(6) 2023. On march 23, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 800cc mentor memorygel breast implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 05, 2023, the mentor analysis lab received the suspect medical device for evaluation. With the return of the device, the identifying information was provided as the following. Size: 500cc brand name: mentor smooth round moderate plus profile catalog: 3502500 lot: 6829049 on may 26, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally a tear was noted within the crease, measuring approximately 0.5 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).